Event description:
The nut allegedly came off the wheel, causing the wheel to come off the rollator. As a result of the alleged incident, the consumer fell and broke his hip.

Manufacturer narrative:
A nut allegedly came off the wheel, causing the wheel to come off the device. Current user guide covers proper device maintenance. Maintenance history is unknown. No history to suggest a product problem.